Event description:
It was reported that the patient had presented to the clinic for a pump exchange due to a crack in the tubing. Chemotherapy had leaked onto the pouch, and the cassette was found to be empty. The patient reported that the pump had not alerted them that the cassette was empty. The facility believed that the pump should have provided an alert. The infusion had been set at a continuous rate of 1.8 ml/hr, with a starting reservoir volume of 200 ml and a planned infusion length of 96 hours. The drug administered was blincyto. The pump had not been used to prime the extension tubing. Instead, the tubing had been manually primed in the chemotherapy compounding hood. There was no patient injury. The event occurred while in use with a patient.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.